Manufacturer narrative:
The failure investigation has been completed and the battery not charging issue was verified. Additionally it was reported that a malfunction 14 issue was identified and the altitude alarm issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.